Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was in an automobile accident due to low blood glucose. The customer was taken to the hosp and the blood glucose reading was 39 mg/dl. It was stated that the customer had been experiencing low blood glucose levels for the past three weeks. Troubleshooting was performed and the insulin pump was programmed correctly but the reservoir volume was not reading the insulin amount correctly. The leadscrew test was performed and the insulin pump did not pass the test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.